Manufacturer narrative:
The stx console in the complaint will not be returned to zoll for evaluation. The stx console will be returned to gentherm, and the customer will receive a replacement console.

Event description:
During patient treatment, the stx console (sn (B)(6)) continuously prompted "check probe". The customer stated this stx console cannot be used to treat patients in auto-control mode as the console keeps displaying the "check probe" alarm. Several troubleshooting attempts were made between the zoll clinical field specialist and the console's manufacturer tech line/clinical line, but the issue remained. The only way the customer can treat patients with this console is in manual mode. No consequences or impacts on the patient.